Event description:
It was reported that there was no visual waveform display on the clinical info center (cic). The hospital stated the issue was noticed immediately, however, the failure was unexpected. Six pts were unmonitored for 10 minutes. No serious injury or deaths reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unk.